Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address loosening of the stem at the bone to implant interface. It was reported that the glenosphere was loose and the glenosphere central screw was broken. No fall was reported. Product and lot numbers are not available. All components were explanted. Doi: (B)(6) 2019; dor: (B)(6) 2019; right shoulder.